Event description:
The customer stated she was taken to the ER for high blood glucose levels and ketones. She stated she changed the infusion set the day prior to being hospitalized. Troubleshooting was performed. The insulin pump passed the prime test and it was programmed correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.